Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient received inappropriate shocks due to noise and oversensing in the right ventricular (rv) lead. Therapy was not exhausted. As a result this lead was surgically abandoned and replaced with a non-bsc lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the boston scientific representative indicated that noise was able to be produced with isometric testing and the pace impedance was unstable with some high out of range measurements greater than 3000 ohms observed. As a result, the rv lead was surgically abandoned and replaced. The representative indicated that a lead fracture was assumed but was not confirmed as there was nothing visible in the lead portion within the pocket. No additional adverse patient effects were reported.